Manufacturer narrative:
B3: date of event- estimated as the date of event is unknown. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
During a redo atrial fibrillation ablation, a farawave catheter was selected for use. The patient, with a history of diabetes and enlarged atria, underwent a more extensive redo atrial fibrillation ablation due to disease progression, including posterior wall and anterior septum lesions, under general anesthesia with uninterrupted anticoagulation, heparin administration, and activated clotting time (act) maintained above 300 seconds. A faradrive sheath was also used, and no device issues were reported. The patient was clinically stable at discharge, compliant with oral anticoagulation, and in normal sinus rhythm. One day post-procedure, the patient developed fever and labored breathing and was evaluated in the emergency department, where a viral process was suspected and ruled out, and the patient was discharged. Two days post-procedure, the patient experienced left-sided visual disturbances, and subsequent magnetic resonance imaging (MRI) identified multiple tiny thrombotic embolic lesions, most notably in the right occipital lobe, consistent with a thrombotic stroke. A transesophageal echocardiogram and intracardiac echocardiography (ice) imaging ruled out intracardiac thrombus, and no fibrin or coagulum was noted on the catheter. No atrial fibrillation was detected during follow-up. The physician believed that the procedure possibly contributed to a procedural embolic event given the timing of symptom onset. No further medical or surgical interventions were required, and the patient was not admitted beyond standard of care. All stroke symptoms resolved within 24 hours, and the patient fully recovered.